Event description:
The customer reported being hospitalized for low blood glucose of 24 mg/dl. Troubleshooting was performed. The customer stated she had dinner and gave herself a bolus. The customer's blood glucose went up to over 200 mg/dl, and then within an hour it dropped to 87mg/dl. The programming on the insulin pump was correct. Ran a displacement test and the device passed the test. The customer stated that she started physical therapy, and she has been experiencing low blood glucose since then. Advised the customer to contact her doctor her basal rates. The customer stated that she received many low alerts throughout the night. Advised the customer to change to a tone during the night so she can hear the alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.